Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in therapy coverage. An x-ray was obtained which revealed migration of both leads. The evoke scs system was explanted.